Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The evaluation confirmed the reported "piece of the tip broke¿. A visual inspection was performed on the device and found the black colored insulation piece at the distal end tip of the device was broken off and missing. There was no jagged edges around the distal tip. The broken insulation piece was not returned. Additionally, the shaft portion at the middle of the device was inspected and a dent was noted near the proximal area. The release knob at the proximal end of the device was manipulated and the movement was consistent and normal. The cause of the broken insulation piece cannot be conclusively be determined, however, based on the evaluation results, the application of excessive force/stress or impact cannot be ruled out as a contributory factor of the reported event. According to the IFU, it states ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end¿.

Event description:
The service center was informed that during procedure, the ceramic piece at the distal tip of the sheath broke and fell into the patient's bladder.

Manufacturer narrative:
The original equipment manufacturer (oste) conducted a device history record (DHR) review for the concerned device. The manufacturing and quality control review was performed for the affected lot or without indicating any non-conformities or deviations regarding the described issue.